Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system detected high out of range right ventricular (rv) shock impedances of greater than 125 ohms. Technical services reviewed the shock impedance trend, and noted the shock impedance had gradually increased over the last year (from about 70 ohms to about 129 ohms). The rv pacing impedance and other lead measurements were normal. There were no delivered shocks. Technical services discussed possible causes for the increased shock impedances and provided troubleshooting options. The representative was going to discuss further with the physician. Additional information was received that this crt-d was explanted and replaced, and the defibrillation portion of the associated rv lead was capped. It was noted the patient's ejection fraction improved, so the patient was downgraded to a biventricular pacemaker. The pace/sense portion of the associated rv lead remains in service. The device was retained by the hospital, so return is not expected. No additional adverse patient effects were reported.